Event description:
It was reported that during a laparascopic gastric bypass procedure, on the 4th firing, the device only cut and stapled on one side. Patient lost between 300-400cc of blood, and 1 hour extended or time trying to stop the bleeding. No transfusion was necessary. The case was completed with another device of the same product code. There was no patient consequence.